Manufacturer narrative:
Sanofi company comment dated 03-jan-2024: this case involves a 72 years old female patient who had bilateral knee swelling and pain leading to disability with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. Based on the limited information provided regarding this case, causal role of the company suspect product cannot be excluded. Role of underlying osteoarthritis could not be ruled out as well. Further information including injection technique, post injection routine, relevant concomitant medications, family history would aid in better assessment of the case. The case will be reassessed based on follow-up information that will be received.

Event description:
Bilateral knee swelling [injection site joint swelling]. Bilateral knee pain [injection site joint pain]. Case narrative: initial information received on 27-dec-2024 regarding an unsolicited valid serious case received from a patient. This case is linked to case (B)(4) (multiple devices suspects used in same patient). This case involves a 72 years old female patient who had bilateral knee swelling and bilateral knee pain with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment(s), vaccination(s), concomitant medication and family history were not provided. At the time of the event, the patient had ongoing breast cancer and oa (osteoarthritis) bilateral knees. She was alcohol user. On (B)(6) 2024, the patient received hylan g-f 20, sodium hyaluronate injection in left knee (strength: 16mg/2ml, with unknown dose, frequency, route and indication: unknown). On (B)(6) 2024 the patient had bilateral knee swelling (injection site joint swelling) and bilateral knee pain (injection site joint pain) (latency: same day) (unknown batch number and expiry date). Information on batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: unknown for both events. It was not reported if the patient received a corrective treatment for both events. At time of reporting, the outcome was not recovered for both events. Seriousness criteria: disability and intervention required for both events.

Event description:
Bilateral knee swelling [injection site joint swelling]. Bilateral knee pain [injection site joint pain]. Case narrative: initial information received on (B)(6)2024 regarding an unsolicited valid serious case received from a patient. This case is linked to (B)(4) (multiple devices suspects used in same patient). This case involves a 72-year-old female patient who had bilateral knee swelling and bilateral knee pain with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment(s), vaccination(s), concomitant medication and family history were not provided. At the time of the event, the patient had ongoing breast cancer and oa (osteoarthritis) bilateral knees. She was alcohol user. On (B)(6)2024, the patient received hylan g-f 20, sodium hyaluronate injection in right knee (strength: 16mg/2ml, with unknown dose, frequency, route and indication: unknown). On (B)(6)2024 the patient had bilateral knee swelling (injection site joint swelling) and bilateral knee pain (injection site joint pain) (latency: same day) (unknown batch number and expiry date). Information on batch number and expiration date corresponding to the one at time of event occurrence could not be requested (product consumed and discarded). Action taken: unknown for both events. It was not reported if the patient received a corrective treatment for both events. At time of reporting, the outcome was not recovered for both events. Seriousness criteria: disability and intervention required for both events. A product technical complaint (ptc) was initiated on (B)(6)2024 for dupilumab (batch number and expiry date: unknown) with global ptc number: (B)(4). Ptc stated: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) was required. The final ptc was completed on (B)(6)2025 with summarized conclusion as no assessment possible. Additional information was received on 09-jan-2025 from quality department. Ptc results were added. Text amended accordingly.

Event description:
Bilateral knee swelling, [injection site joint swelling], bilateral knee pain, [injection site joint pain]. Case narrative: initial information received on 27-dec-2024 regarding an unsolicited valid serious case received from a patient. This case is linked to case: (B)(4) (multiple devices suspects used in same patient). This case involves a 72-year-old female patient who had bilateral knee swelling and bilateral knee pain with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment(s), vaccination(s), concomitant medication and family history were not provided. At the time of the event, the patient had ongoing breast cancer and oa (osteoarthritis) bilateral knees. She was alcohol user. On (B)(6) 2024, the patient received hylan g-f 20, sodium hyaluronate injection in right knee (strength: 16mg/2ml, with unknown dose, frequency, route and indication: unknown). On (B)(6) 2024, the patient had bilateral knee swelling (injection site joint swelling) and bilateral knee pain (injection site joint pain), (latency: same day), (unknown batch number and expiry date). Information on batch number and expiration date corresponding to the one at time of event occurrence could not be requested (product consumed and discarded). Action taken: unknown for both events. It was not reported if the patient received a corrective treatment for both events. At time of reporting, the outcome was not recovered for both events. Seriousness criteria: disability and intervention required for both events. A product technical complaint (ptc) was initiated on 27-dec-2024 for synvisc (batch number and expiry date: unknown) with global ptc number: complaint: (B)(4). Ptc stated: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) was required. The final ptc was completed on 09-jan-2025 with summarized conclusion as no assessment possible. Additional information was received on 09-jan-2025 from quality department. Ptc results were added. Text amended accordingly. Based on data previously received, the following information has been amended: suspect product name updated from dupilumab to synvisc in narrative qc results and product tab.